Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported event of ¿helix could not be retracted and extended¿ was confirmed, the helix was clogged with body fluid. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead was dislodged. The lead could not be repositioned as the helix could not be extended or retracted. The lead was explanted and replaced. The patient was stable post-procedure.